Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2014, the patient called the hospital and stated that the previous evening he heard ¿beeping alarms¿ on and off throughout the evening. He checked his system controller and the connections and saw that the red heart led was illuminated. The patient then performed the daily self-test and a yellow wrench alarm occurred. The patient exchanged his system controller. The patient did not recall the alarm message that was displayed when the red heart or yellow wrench illuminated. The patient was provided with a new backup system controller and was also instructed not to perform the daily self-test while connected to battery power. During the evaluation of the returned system controller on (B)(4) 2015, a damaged drive circuitry component was found.

Manufacturer narrative:
Approximate age of device ¿ 89 days from the date of issue to the patient. The system controller was returned for evaluation. The evaluation revealed a damaged drive circuitry component. As a result, the system controller did not operate a test pump during analysis. The data log file revealed numerous speed interruptions to 0 rpm and was accompanied by low flow hazard and motor stopped alarms. The patient received a pump exchange on (B)(6) 2015 due to a suspected compromised driveline; however, the pump was returned assembled with the driveline cut approximately 2¿ from the pump housing and the distal portion of the driveline was not returned (reference medwatch MFR report # 2916596-2015-00282 for the evaluation of the pump). A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.